Manufacturer narrative:
(B)(4). Date sent 10/21/2024. D4 batch #666c08. Investigation summary: the product was returned for evaluation. Visual inspection was conducted on the returned device. Visual analysis of the returned sample determined that the ec45a device was returned with the closure trigger broken and no returned, the jaws and closure trigger in the closed position with tissue between the jaws. Also, the knife was noted partially advanced and with a gst60g reload present. The reload was received fully fired. Due to the condition of the sample received the device cannot be opened. No functional test was performed due to the condition of the device. The event reported was confirmed and it is related to improper use of the device. The damage on the device, it is possible that the device was clamped over an excess of tissue or a hard object, resulting in the damage to the closure trigger handle. As part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure that the device meets the required specifications prior to shipment. As part of ethicon endo surgery¿s quality process all devices are manufactured, inspected, and released to approved specifications. A manufacturing record evaluation was performed for the finished device batch number 666c08, and no non-conformances were identified.

Manufacturer narrative:
(B)(4). Date sent: 9/5/2024. E1: unknown reporter. D4: batch # unk. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformance were identified. Additional information was requested and the following was obtained: what steps were taken to open the jaws? Unknown. If the jaws could not be opened, how was the device removed? Unknown. Did it fall into the patient? No. Did retrieval alter the procedure in any way? No. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that during a open lobectomy, the stapler would not open. Jaws are locked and the red knife return button would not help the knife returning. Subsequently, the grey handle broke off due to the force applied trying to open the device. The event happened during the 5th reload. A new device was used to complete the procedure. No patient consequences were reported.